Event description:
Patient reported rupture diagnosed via MRI. Affected side is unknown. Device location is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Physician later reported right side rupture and capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening on posterior side assessed as unidentified (tear) opening. Shell thickness within specification. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported unknown side rupture diagnosed via MRI. Healthcare professional later reported right side rupture and capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6a, d6b, g2, g4, h4, h6.

Event description:
Physician later reported right side rupture and capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturer's device.